Event description:
Technical services received a call on 6/4/12. Caller reported that he was called on (B)(6) 2012 to help troubleshoot some atrial under sensing. Patient was in intermittent atrial fibrillation. Caller doesn't know how chronic the atrial fibrillation. Patient was in the hospital. They interrogated device and patient was having atrial fibrillation that was not being sensed at 0.15mv sensitivity in the atrium. They tried unipolar and also tried auto sensing but those didn't help. They programmed device ddi to prevent tracking. Caller doesn't know if they will do anything about the lead. Ra lead was implanted on (B)(6) 1997. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).